Event description:
On (B) (6) 2008, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B) (6) 2010, the patient underwent an emergent reintervention for an embolic occlusion of the right popliteal artery. A popliteal artery embolectomy with a dacron patch angioplasty, was performed on the right popliteal artery. The patient tolerated the procedure. On (B) (6) 2010, the patient underwent a second reintervention for thrombus, and stenosis of the right common iliac artery. A computed tomography (CT) scan suggested stenosis, thrombosis and a kinking of the trunk ipsilateral leg component, previously placed in the right common iliac artery. The area of the kinking was angioplastied and a bard stent was implanted. A balloon embolectomy of the area followed. Much improved flow was restored to the right iliac limb and femoral artery. The patient tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event include: pxc141000/06205807. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to: arterial or venous thrombosis; occlusion of device or native vessel.